Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the third dimension visualization unit had only an indicator glows orange on front panel. The issue had occurred during inspection for use. There was no report of patient involvement.